Event description:
It was reported that a loss of capture resulting in syncope was observed on the left ventricular (lv) lead due to dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.